Manufacturer narrative:
According to the customer in (B)(6) 2024 the "patient was walking out of her bedroom when the handlebar collapsed". Per the customer the user "fell sideways, left arm went up against the wall to keep them from falling". Per the customer the user experienced a "rotator cuff injury" which was confirmed to be related to the incident. Per the customer the user of the device "refused surgery" and but had "5 months of physical therapy". Per the customer the user of the device is currently using "pain medications" to alleviate existing pain from the incident. The device was returned for evaluation and complaint was not confirmed. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer in (B)(6) 2024 the "patient was walking out of her bedroom when the handlebar collapsed".